Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a test minilink and glucose sensor simulator. The sensor feature working properly. No possible over delivery anomaly noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose values. Other blood glucose values of the customer were 180 mg/dl, 113 mg/dl, 300 mg/dl and 125 mg/dl. Patient corrected blood glucose values by taking injection. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer alleged pump for under delivering because blood glucose goes down after delivering a bolus and does not go down during basal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Bruise on site of insertion was also reported. The device is expected to be returned for analysis.